Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (132-301 mg/dl), and moderate ketones after eating breakfast. Customer's health care professional recommended the pump basal rate be adjusted. Customer successfully adjusted the pump basal rate. Reportedly, when the customer changed the basal rate, the carbohydrate feature was accidentally turned off. Tandem technical support guided the customer through turning the carbohydrate feature back on. Customer did not have a back up therapy method. Customer went to the diabetic office and received an insulin shot to address elevated bg levels.